Event description:
MFR rep reports the pt had an infection after one year implant duration at the site of the burr hole and has subsequently not received any benefit from the stimulation. The pt was showing no symptom control. The electrode impedance were checked and found greater than 4,000 ohms and current was less than 15 ua. The MFR was contacted and pt x-rays were recommended due to an apparent open circuit. At the time of this report, there was no indication of device removal and the surgeon involved was going to clean-up the site of infection.